Event description:
New information received indicates that the patient experienced discomfort due to extracardiac stimulation.

Event description:
It was reported that the patient presented with a right atrial lead that exhibited noise. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented for a follow up in clinic.

Manufacturer narrative:
Correction: section e2 - the health professional should have checked with "yes"section e3 - occupation should have filled with "physician"